Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to inflation issues. It was also mentioned that the doctor describes a sensation of air in the pump during activation. Troubleshooting measures were performed but were not successful. The ipp is currently implanted, and the replacement surgery is already scheduled. There were no patient complications reported.